Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon strings come off [device breakage]. Tampon strings come off when trying to remove them [complication of device removal]. Case narrative: consumer reported via e-mail that tampon strings come off when trying to change them. No injury reported.